Event description:
It was reported that during an implant procedure, the physician was unable to deploy the lv set screw. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): no anomalies found; the lv setscrew socket was found rounded.